Event description:
A report was received that a pt underwent a pocket revision procedure due to discomfort. The pt's pocket site was too deep and she was unable to charge the ipg. During revision, the physician replaced the ipg since the old ipg was not charged. The pt is reportedly doing well following surgery.